Manufacturer narrative:
Infusystem, an approved service center for walkmed, reported the device in question (serial number (B)(4)) became hot to the touch and emitted smoke when the battery was inserted on (B)(6) 2017. The device in question was returned to walkmed for a device evaluation. Serial number (B)(4) was subjected through various performance and mechanical tests, and walkmed was unable to reproduce the reported event. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event. Walkmed failed to report this event within 30 calendar days from the date of awareness. Initially, this event was not deemed reportable as an injury was not reported and walkmed was unable to confirm a malfunction that would have caused (B)(4) to emit smoke. However, upon further review of the event, walkmed now deems this event as reportable because a recurrence of this situation could lead to a serious injury.

Event description:
During setup, the device in question became hot to the touch and the battery insertion area emitted smoke when the battery was emitted. No injuries were sustained, but patient experienced a delay in therapy as the device had to be replaced.